Event description:
The pt reported that the cartridge was leaking fluid. The pt attempted to attach tubing to the cartridge, but could not attach it tightly enough to prevent a leak. She noticed that the connection from the cartridge to the luer lock was broken. The pt did not know whether the cartridge was broken before she filled it with insulin.

Manufacturer narrative:
The cartridge was returned to animas. Evaluation confirmed that the cartridge connection to the luer lock was broken. The cartridge was not able to be attached to tubing and, therefore, a leak test could not be performed. Various factors can cause the cartridge to break including impact upon handling. As the lot number of the cartridge is unk and the pt does not know when the cartridge was broken, the cause of the issue could not be investigated.